Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into an off-label insertion site, on (b)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the D zone of the Parkes Error Grid. The data investigation found a difference in values that fall within the B zone of the Parkes Error Grid. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4)